Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump receiving multiple battery failed alarm. Customer blood glucose level was 217 mg/dl. Customer also stated that battery cap was missing. The insulin pump will be returned for analysis.